Event description:
There was an allegation of questionable elecsys toxo igg results for several patient sample on a cobas e 411 analyzer (rack system) compared to a competitor method. It was alleged that several samples had reactive elecsys toxo igg results. It was alleged that the samples had non-reactive toxo igg results when using a competitor method. Specific sample results or examples were not provided. The samples were being repeated as the results were not consistent with the patients' clinical history.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
H6 investigation conclusion code was updated.

Manufacturer narrative:
The customer did not report any other issues and no other data was provided. The investigation did not identify a product problem.